Event description:
It was reported that patient has come to (B)(6) with a right knee that appears to be loose in flexion and causing pain. (B)(6) elected to replace the components and put in the depuy knee mentioned above.

Manufacturer narrative:
Corrected product details based on additional information. The patient is 185 centimeters in height. An event regarding instability involving a triathlon ps insert was reported. The event was confirmed. Method and results: device evaluation and results: the returned insert shows evidence of explantation damage on the superior, anterior and inferior surfaces. There is polishing on the bearing condlyes of the superior surface which is indicative of a-p tracking during clinical use. The inferior surface also has impression markings of the baseplate. There is also a yellow colouring evident on the superior and inferior surfaces which is indicative of absorption of bodily fluids during clinical use. Medical records received and evaluation: in flexion, ap instability was noted, but there is no medial/lateral instability noted. X-rays provided demonstrated a cemented right ps total knee arthroplasty in nominal position with no pathology noted. There is no evidence that the revision right total knee arthroplasty for mid-flexion instability was related to factors of faulty prosthetic component design, manufacturing, or materials. Device history review: there have been no relevant reported discrepancies for the referenced lot. Complaint history review: there have been no reported similar events for the lot referenced. Conclusions: as per the medical review there is no evidence that the revision right total knee arthroplasty for mid-flexion instability was related to factors of faulty prosthetic component design, manufacturing, or materials.

Event description:
It was reported that patient has come to dr. (B)(6) with a right knee that appears to be loose in flexion and causing pain. Dr (B)(6) elected to replace the components and put in the depuy knee mentioned above.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.